Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent with extremely bloated belly pain, feeling pain in stomach area, and fibrin coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient started treatment with vancomycin (1 gm, once on 3 separate days, intraperitoneally (ip)), gentamycin (80 mg, once on 3 separate days, ip) and heparin (5000 units per bag for four nights) for peritonitis. Four days later, treatment with heparin was stopped. Six days after heparin was stopped, treatment with vancomycin and gentamycin were stopped. The patient was recovering from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d30020, h13e31025, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.